Event description:
It was reported that the patients leads had high impedances which were likely a result from an electrode fracture.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 14657519.